Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with posterior chicken wing anatomy with lots of distal pectinates noted. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. Following multiple attempts to reposition the 27mm closure device, the patient exhibited a significant drop in blood pressure. Subsequent evaluation revealed the development of a pericardial effusion, leading to cardiac tamponade. The procedure was aborted and the physician performed pericardiocentesis to address the effusion. A certain amount of blood was reinfused into the patient. The patient stabilized after pericardiocentesis was completed. There were no further complications reported, and the patient was discharged. The laa procedure will be rescheduled for a later date.